Event description:
The patient contacted lifescan alleging that her one touch basic enhanced meter was prompting the clean test area message. The medical affairs specialist mailed a letter since the patient could not be reached. The patient reported that she went to a hospital, since she was unable to test. She was admitted for four days. She did not specify any other relevant information. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. The customer care representative verified that the patient was using correct testing techniques, was cleaning the meter correctly, and the battery was replaced less than 1 year ago. The ccr walked the patient through cleaning the meter and retesting. The meter prompted the clean test area message after two consecutive retests. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.